Event description:
Philips received a complaint by the customer on the v60 indicating that "during the treatment, the ventilator frequently alarms to indicate that the oxygen supply pressure is not enough, which leads to the patients being unable to use the ventilator well and the treatment effect is not ideal." Further, the complaint states that this problem "may cause anoxia of the patient". The user stopped using the device at the time the reported event occurred. There is no indication that there was an actual injury to a person. Further information will be requested regarding the reported event.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Product information: catalog item identifier and device identifier (gtin) corrected.

Manufacturer narrative:
H11: the system was not in clinical use; there was no reported harm to patient/user. The device was removed from service. H10: the manufacturer's product support engineer (pse) evaluated the device and could not confirm the reported problem. There is no fault with the machine, it is in normal use. Further investigation was performed, per a good faith effort response from the pse, the ventilator had no fault due to the oxygen supply equipment in the hospital. The oxygen supply pressure was insufficient, which led to frequent alarm of the ventilator. After being reminded by our engineer, the hospital cleaned the oxygen supply bag, the oxygen pressure recovered, and the ventilator no longer gave an alarm. Normal operation is restored. There was no dissatisfaction noted, no further issues with the device. The investigation concludes that no further action is required at this time.